Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap sleeve gastrectomy according to the reporter: the stapler performed as expected with no abnormalities during the case, producing well-formed staple lines. On post-op day 2, patients hct dropped from 37 to 20, indicating possible blood loss. The length of stay was extended by 3-4 days. The patient did not have to return to the or and did not need a transfusion. The patient was discharged in stable condition. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. The incident did not result in reoperation.